Event description:
The manufacturer was made aware of an instrument malfunction on (B)(6) 2023. It was reported that a small portion of the female spring of a system compressor broke off while being used during a surgical procedure. There were no known patient complications or delay in treatment associated with this complaint. The complaint compressor was able to be used to successfully complete the surgical procedure. An RMA# was issued for return of the complaint compressor, which as of (B)(6) 2023 has not been received at the manufacturer for assessment.

Manufacturer narrative:
A photo of the instrument deficiency was provided, which showed a small piece of the compressor female spring that engages with the compressor ratchet had fractured as reported. A functionality assessment was not performed due to the complaint instrument not being received at the manufacturer for assessment. A DHR review was not performed due to the lot number of the complaint instrument not being available. It may be possible for the female spring of the handle ratchet to break if excessive force was placed on the spring and/or ratchet. The ratchet spring is intended to provide resistance to the handle ratchet. If the ratchet had excessive force placed on it in either the opened or closed position, the excessive force applied may contribute to the broken spring. There has been one other complaint of similar nature for this instrument in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.